Event description:
It was reported that the health care provider (hcp) was pressuring the patient to have an MRI so the patient tried to have an MRI 4 weeks prior. It felt like the patients ¿ankle was on fire¿ during the MRI so they stopped the MRI scan. It was discussed removing the device for the MRI. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent. Reference manufacturing report # 6000032-2015-00025 for patients other implantable neurostimulator

Manufacturer narrative:
Concomitant products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2001, product type implantable neurostimulator; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3986, serial# (B)(4), implanted: (B)(6) 2001, product type lead; product ID 7496-66, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3986, serial# (B)(4), implanted: (B)(6) 2001, product type lead; product ID 7496-66, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3986, serial# (B)(4), implanted: (B)(6) 2001, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3986, serial# (B)(4), implanted: (B)(6) 2001, product type lead. (B)(4).